Manufacturer narrative:
(B)(4).

Event description:
The customer reports the coil gave away during use.

Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly and the product lid stock for evaluation. The guide wire was returned outside of the advancer assembly and showed evidence of use. No other components were returned. Visual examination revealed the guide wire is unraveled from the proximal weld and is kinked/distorted in several locations along the body. The broken tip of the proximal core wire was exposed out of the coil wire. The guide wire distal j-bend was misshapen but intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. The exposed proximal core wire tip is pinched and discolored at the point of separation. Both welds were present and appeared full and spherical. The major kinks in the guide wire body were measured at 45, 569 and 585mm from the proximal tip. The broken core wire measured 602mm in length, which is within specification; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire was measured and was found to be within specification. The intact distal end of the guide wire was advanced through a lab inventory 18ga introducer needle and arrow raulerson syringe (ars) and was able to pass through the components with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the catheter and guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The returned guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the coil gave away during use.